Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported a colleague infusion pump that the "stop button on channel a was not operating". The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.